Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (batch no. D19663) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: lot number and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. Essure was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. D19663) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On 18-mar-2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2016: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure inserted (lot no. D19663) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced perforation (seriousness criteria medically important and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain and perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: results: total bilateral occlusion quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pfs received : lawyer reporter added, product start date and stop date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no: d19663) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, overweight, pelvic pain, parity 2 and gravida ii. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and device dislocation ("it had migrated into further distally"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: right ostia showed the ischia extruding partially. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: results: total bilateral occlusion and examination: hysterosalpingogram. Clinical indication: patient post contraception device placement. Evaluate for fallopian tube occlusion. Findings: scout film of the pelvis demonstrates normal soft tissues. No evidence of mass lesion or calcification. Regional osseous structures are clear. There are bilateral essure devices in place. The injection of contrast opacified a normal appearing uterine cavity. There was no filling of the fallopian tubes and no spillage into the peritoneal cavity bilaterally. No evidence of leak. No uterine mass lesion identified. Impression: bilateral essure devices appear to be in satisfactory position. The fallopian tubes are occluded. No evidence of free spillage on this examination. [Pathology test] on (B)(6) 2016: diagnosis: 1. Right essure: medical surgical hardware. 2. Left essure: medical surgical hardware. Clinical history: chronic pelvic pain, impacted essure. Specimen(s) source: 1. Endometrial content. 2. Right essure, 3. Left tube, 4. Right tube, 5. Left essure. Gross description: right essure: received in formalin are 2 coiled silver metallic wires, the largest measuring 25 cm in length x 0.3 cm in greatest diameter. Left essure: received in formalin is a small irregular gray-tan fragment with a silver metallic inserted tubing. The tissue fragment measures 1.5 x 1 x 0.2 cm. The metallic tubing measures 2.6 x 0.1 cm in greatest diameter. [Specialist consultation] on (B)(6) 2016: cr abdomen: clinical history: severe abdominal pain status post gynecologic procedure. Comparison: hysterosalpingogram on (B)(6) 2016. Findings: there are no dilated loops of bowel. There is a mild amount of formed stool in the right colon. There is some high density material within the renal collecting systems and urinary bladder, likely contrast media from recent chest CT angiogram. There are 3 separate punctate radiodensities seen within the pelvis, which could represent retained foreign body material status post essure device removal. Impression: 1. There are 3 separate punctate radiodensities seen within the pelvis, which could represent retained foreign body material status post essure device removal. 2. Unremarkable bowel gas pattern. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device migration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: device dislocation event added, medical history, lab data, reporters, patient information, non drug treatment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("it had migrated into further distally") in an adult female patient who had essure inserted (lot no. D19663) for female sterilisation. The patient had a medical history of abdominal pain, overweight, pelvic pain, parity 2 and gravida ii. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2014. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and device dislocation (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: right ostia showed the ischia extruding partially. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.26 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: results: total bilateral occlusion and examination: hysterosalpingogram. Clinical indication: patient post contraception device placement. Evaluate for fallopian tube occlusion. Findings: scout film of the pelvis demonstrates normal soft tissues. No evidence of mass lesion or calcification. Regional osseous structures are clear. There are bilateral essure devices in place. The injection of contrast opacified a normal appearing uterine cavity. There was no filling of the fallopian tubes and no spillage into the peritoneal cavity bilaterally. No evidence of leak. No uterine mass lesion identified. Impression: bilateral essure devices appear to be in satisfactory position. The fallopian tubes are occluded. No evidence of free spillage on this examination. [Pathology test] on (B)(6) 2016: diagnosis: right essure: medical surgical hardware. Left essure: medical surgical hardware. Clinical history: chronic pelvic pain, impacted essure. Specimen(s) source: endometrial content; right essure; left tube; right tube; left essure. Gross description: right essure: received in formalin are 2 coiled silver metallic wires, the largest measuring 25 cm in length x 0.3 cm in greatest diameter. Left essure: received in formalin is a small irregular gray-tan fragment with a silver metallic inserted tubing. The tissue fragment measures 1.5 x 1 x 0.2 cm. The metallic tubing measures 2.6 x 0.1 cm in greatest diameter. [Specialist consultation] on (B)(6) 2016: cr abdomen: clinical history: severe abdominal pain status post gynecologic procedure. Comparison: hysterosalpingogram (B)(6) 2016. Findings: there are no dilated loops of bowel. There is a mild amount of formed stool in the right colon. There is some high density material within the renal collecting systems and urinary bladder, likely contrast media from recent chest CT angiogram. There are 3 separate punctate radiodensities seen within the pelvis, which could represent retained foreign body material status post essure device removal. Impression: there are 3 separate punctate radiodensities seen within the pelvis, which could represent retained foreign body material status post essure device removal. Unremarkable bowel gas pattern. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.